Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding type of treatment received. Reportedly, the customer was released on (B)(6) 2021. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and for customer to upload data for review; however, no response was received from the customer.